Event description:
It was reported that an alert/notification settings issue occurred. On friday (B)(6) 2024, the pediatric patient was sleeping in his room and his parents were sleeping in the other room. At 10:00 pm a signal loss occurred however the g7 mobile app did not audibly alert to the signal loss. The parents used the follow app on their phones and did not receive an audible alert on their phones. On (B)(6) 2024 at approximately 5:50 am the patient went to the parents room and stated ¿something¿s wrong.¿ the parent checked the follow app which showed ¿no data,¿ and the primary device g7 app continued to display signal loss. The father checked the bg using a glucometer (bg fs) which showed 35 mg/dl. The mother concluded based upon unspecified symptoms that the patient had a seizure during the night due to the low bg level. At that point the patient was staring and lost the ability to speak or open his mouth. The mother administered 2 packets of glucose gel (15 grams each), half a bottle of mountain dew and grape juice (3-4 ounces). The cgm app displayed signal loss and the blood glucose (bg) finger stick (fs) was around 80 mg/dl. The father called emergency medical services (ems) who arrived 10-15 minutes later, and their bg fs check was around 100 mg/dl. Paramedics advised the mother to administer glucagon (0.5 mg). Ems transported the patient to the hospital at 6:30 am, and en route administered IV dextrose. During the trip the parent noticed the cgm value returned however it was not reading correctly. She attempted calibration multiple times, and although calibration values were accepted, the sensor displayed inaccurate values (bg fs 200 mg/dl or more and cgm value ¿below 40 mg/dl.¿). The patient was evaluated in the emergency room and monitored using a hospital bg meter. The cgm sensor on the arm ¿corrected itself¿ around 11:00 am. The child was admitted to intensive care unit (ICU) for monitoring, no other medications or procedures occurred. Around 5:00 pm the patient had regained limited speech and by 7:00 to 8:00 pm the child¿s condition normalized. Although the parent could not recall specific values, the cgm values were as expected during this period. On 11/03/2024, the patient was discharged in good condition at 10:30 am. On 11/03/2024 during a follow up call with the patient's parent, the parent determined the signal loss alert on the g7 mobile app and follow app were turned off at the time of the event on 11/01/2024. No product was provided for evaluation. Data was provided for investigation. Analysis of the data logs indicates that the user wore the last sensor for eight days. The last sensor session started on 10/26/2024 at 09:29 am, with the first estimated glucose value (egv) of 175 mg/dl at 09:54 am. During this sensor session, the patient¿s egvs breached the user-set low threshold of 75 mg/dl fifteen times but did not breach the user-set high threshold of 400 mg/dl. The app experienced intermittent signal loss under an hour and one instance of signal loss over an hour. When the patient¿s egvs dropped below the user-set low alert threshold (80 mg/dl), the app delivered fall rate, low, urgent low soon, and urgent low alerts as expected. Prior to signal loss over an hour, the patient¿s egvs were in range (75 mg/dl to 400 mg/dl) from 6:29 pm on (B)(6) 2024 to 7:49 pm on (B)(6) 2024. The app experienced signal loss from 07:54 pm on (B)(6) 2024 to 06:04 am on (B)(6) 2024 but did not deliver a signal loss alert as this alert was disabled by the user. During signal loss, backfilled egvs dropped from in range at 200 mg/dl to low (less than 40 mg/dl). When signal returned at 06:12 am, the app delivered an urgent low alert at 30 percent volume with an egv of 53 mg/dl and this alert was acknowledged immediately. The patient¿s egvs remained below the urgent low threshold (55 mg/dl), but the app did not deliver another urgent low alert until 6:42 pm, after the 30-minute snooze duration. From 06:54 am to 07:04 am, the app experienced temporary sensor failure, then at 07:09 am the egvs returned within range with an egv of 143 mg/dl. No device performance data was recorded in the data logs after this time. In addition, the patient¿s mother¿s follow app did not deliver alerts during signal loss as the no data alert was disabled by the user. The allegation was confirmed via data. The probable cause was determined to be potential patient misuse as the alert was disabled. The device functioned within specifications and patient settings. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5162270.

Event description:
Subsequent to the initial MDR, additional information is required.